Event description:
The manufacturer received a voluntary medwatch (m5104900) alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
Section b5 has been corrected and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging chronic sinus, ear infections unexplained eye redness and shortness of breath, dirty filters, black sediment being filtered out, there is a test for the black dust I have to inhale related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. After the first attempt to have the device and components returned for evaluation, customer declined to respond to the gfe related questions and terminated the call. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this follow up report will be filed. Section g3 was wrongly captured in initial report. It should be 12/14/2021. Patient initials were captured in initial report section a1. But it should be blank. Section h6 health clinical code has been corrected and type of investigation, investigation findings and investigation conclusions have been updated.